Event description:
It was reported that the patient was initially discharged home on (B)(6) 2022 and had not administered intravenous vancomycin since. When attempting to do so on (B)(6) 2022, their peripherally inserted central catheter (PICC) line came out. The patient was admitted the hospital on (B)(6) 2022 for driveline infection and PICC dislodgement. It was also noted that the patient had poor dentition with the risk for seeding the left ventricular assist device (lvad). Oral surgery was recommended. The patient was given dalbavancin and discharged. It was planned to administer another dose on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. Associated MFR number for driveline infection admission in (B)(6) 2021: 2916596-2021-07709.